Event description:
I'm writing to you to express my concerns regarding the piccolo chemistry analyzer supplied by abaxis. We purchased the analyzer in august 2004 and it soon became apparent that there was a problem with the sodium and potassium results. For approx the last 7 months, the neqas (external quality assessment scheme) results for these parameters have been unaceptable. The sodium results are consistently low and the potassium results are consistently high. At the beginning of this problem, I contacted both the co's rep and the dr at neqas. I also sought advice from our chemical pathology dept. The abaxis rep informed us that there was only one other used in the country that was registered with neqas and that they too were having similar problems. As this provides a user group that is too small for statistical analysis, our results are grouped together with participants using direct and indirect ises. It was believed that the erroneous results were due to the nature of the lyophilised eqa material and the enzymatic method used so I performed two small comparison studies using pt specimens from our chemical pathology dept. (Who use a roche integra). The results are attached,but in summary, the disparty of the results was comparible to the neqas results. In the second study, in analyzed specimens on the abaxis piccolo using three different abaxis rotors (renal panel, mettyte 8 and comprehensive metabolic panel). The results differed alarmingly between the rotors. In summary, we have a problem that has been ongoing for over 7 months. Our concerns that we have voiced to representive have apparently not been taken seriously by abaxis head office. We have had to maintain another anlayzer during this time purely to measure sodium and potasssium levels as we are unble to issue pt results from the abaxis piccolo.